Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Implant date: date estimated.

Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention. It was reported that a mitraclip procedure was performed about 2 years ago to treat functional mitral regurgitation (mr) with an enlarged atrium and ventricle. A mitraclip (lot# unknown) was successfully implanted. A secondary mitraclip procedure was performed on (B)(6) 2022 to treat mr with a grade of 4 due to a single leaflet device attachment (slda) of the previously implanted clip. An additional clip was implanted to stabilize the slda clip, and the mr was reduced to 1+. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because no lot information was provided. Additionally, the complaint history review was not performed because no lot information was provided. Based on available information, the reported mitral regurgitation associated with mr being a grade of 4 appears to be due to the single leaflet device attachment (slda). The cause of the reported incomplete coaptation associated with the slda appears to be due to procedural circumstances (clip implant specifications such as leaflet insertion amount or clip perpendicularity interacting with patient pathology/morphology) in conjunction with challenging patient anatomy (enlarged atrium and ventricle). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.